Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. An 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, upon inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with another xxl balloon catheter. No patient complications were reported.